Manufacturer narrative:
Upon follow up it was reported 16 days after the initial event onset, the patient experienced recurrent peritonitis. The cause of recurrence of peritonitis was reported as a break in aseptic technique. Five days after event onset, the patient began treatment with intraperitoneal (ip) injection vancomycin (1 gm, every fifth day, for 21 days) and ip injection fortum (1gm, once a day, for 21 days) for recurrence of peritonitis. The patient was hospitalized five days after event onset and was discharged 10 days later. Dianeal therapy was ongoing. The patient was recovered from this recurrence of peritonitis event (15 days after event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient not washing their hands. The patient was not hospitalized for the event of peritonitis. On the same day as the onset, the patient began treatment with injection vancomycin (2 grams, every fifth day, intraperitoneally) and injection gentamicin (20mg, 3 times a day, intraperitoneally) for peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. The patient stopped antibiotic treatment ten days after starting treatment. At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information is available.